Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised forced sensor alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 331 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap was flush. Customer states there were no leaks or air bubbles. It was found that cannula was bent, customer used insulin right out of refrigerator and date was not correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.